Event description:
It was reported that a patient presented for right ventricular (rv) lead replacement as the rv lead exhibited high pacing impedance and high capture threshold. As a resolution the rv lead was capped and replaced on (B)(6) 2024. Patient condition was stable.